Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right deformed device. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 29-year-old female patient underwent primary breast augmentation with 375cc mentor smooth round moderate profile on both sides and experienced breast implant deflation on her left side postoperatively; confirmed via ultrasound and after consultation with the physician. On september 12, 2022, mentor became aware that the date of bilateral replacement surgery with catalog number 3544425; serial number (B)(4) on the left side, and with catalog number 3544425; serial number (B)(4) on the right side was (B)(6) 2022. The failure was noticed in australia and replacement surgery was aslo performed in australia. On (B)(6) 2022, mentor became aware that patient also experienced swollen lymph noes on the left side in addition to deflation and right side device appeared deformed. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
On october 20, 2022, mentor became aware that incorrect date of implant under field d6a and type of investigation code under field h6 were mistakenly reported under the previous initial submission. Both fields have been correctly updated under this form. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4) incorrect date of implant (d6a) and type of investigation code (h6).